Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1588rt / batch 15307433 was returned for investigation. - visual evaluation revealed fraying of the blue sutures along the button. The button itself exhibited surface damage. The white sutures were not returned for investigation and, therefore, could not be evaluated. - functional testing was not performed due to the damage to the device. - the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning. - refer to investigation photos. - the complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7th july 2025, it was reported by an arthrex's employee via email that for an ar-1588rt, acl tightrope® rt, the white suture broke when retrieving it. This was detected during a reconstruction of anterior cruciate ligament procedure on (B)(6) 2025. The procedure was completed successfully by using another new ar-1588rt. There was no patient harm, and no secondary procedure needed.